Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported her right breast felt tight and hard, the nipple had retracted, and looked deformed. Furthermore, the right breast was sitting higher than the left, seemed to be pulling upwards, and appeared ball shaped. Lastly, the patient stated she had consulted with a medical professional who diagnosed them with baker grade iii capsular contracture of the right breast prosthesis. As a result, a surgeon performed an unspecified surgical intervention which helped to lower the right breast implant asymmetry. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates are in the process reaching out for further information. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported her right breast felt tight and hard, the nipple had retracted, and looked deformed. Furthermore, the right breast was sitting higher than the left, seemed to be pulling upwards, and appeared ball shaped. Lastly, the patient stated she had consulted with a medical professional who diagnosed them with baker grade iii capsular contracture of the right breast prosthesis. As a result, a surgeon performed an unspecified surgical intervention which helped to lower the right breast implant asymmetry. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates are in the process reaching out for further information. If new information becomes available, mentor will submit a supplemental report.